Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed damage to the force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. (B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the during a rewind, load, and prime sequence, the pump did not recognize the filled cartridge and dispensed fluid. It was also reported that the pump was losing prime for for about two weeks.